Manufacturer narrative:
An event regarding malposition involving an unknown shell malposition was reported. The event was confirmed following a review by a clinical consultant. Was not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and or x-rays by a clinical consultant indicated: the principal problem is cup malposition leading to dislocation. Total hip components. Require positioning for optimal rom. Normal cup position is around 45 degrees of inclination. (Abduction) and some 20 degrees of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15 degrees, again depending upon surgical approach and stem design. In this case, the cup has a high inclination of some 61 degrees where 40 degrees - 45 degrees would be the target for optimal inclination. Furthermore, the cup does have virtually no anteversion, possibly even retroversion where normal range should be within 15 degrees - 25 degrees of anteversion. {....} no evidence is available to suggest that device-related factors have played a role, consistent with the type of failure, while no information at all is available regarding potential patient-related factors contributing to the problem. This pi case is not device related. Procedure-related factors: cup malposition in high inclination and absent anteversion. Patient-related factors prior bone defect condition. Device-related factors: none. Diagnosis: cup malposition in high inclination and absent anteversion, understandable given the prior bone defect position in a complex revision surgery setting, has contributed to impingement which may cause dislocation in even a constrained cup. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinical consultant concluded: "cup malposition in high inclination and absent anteversion, understandable given the prior bone defect position in a complex revision surgery setting, has contributed to impingement which may cause dislocation in even a constrained cup". No further investigation for this event is possible at this time. Further information including patient details, device details, operative reports, & follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Event description:
The customer reported that the trident constrained cup has dislocated and that the patient underwent revision surgery. Revision of left hip.